Event description:
According to the literature, a retrospective study assessed 1,140 pediatric cases of small bowel capsule endoscopy for suspected small bowel disease between 2020 and 2023. The capsule endoscope system was utilized for all examinations. Two individuals experienced capsule retention, defined in this study as not exiting the small intestine within a two-week period. One of these individuals had associated abdominal pain. Both capsules needed to be removed via enteroscopy.

Manufacturer narrative:
Clinical assessment of small bowel capsule endoscopy in pediatric patients / authors: lin li, xue zhan, jun li, shuyuan li, yuxia chen, liyan yang and yuting wang / front. Med. 11:1455894. / doi: 10.3389/fmed.2024.1455894 / published 16 october 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.